Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that before the operation, the tip of the thermocool smarttouch sf was found damaged (cracked) when the package was just opened. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31459997l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that before the operation, the tip of the thermocool smarttouch sf was found damaged (cracked) when the package was just opened. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient.

Manufacturer narrative:
It was reported that before the operation, the tip of the thermocool smarttouch sf was found damaged (cracked) when the package was just opened. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the tip and pebax were broken with wires exposed. A microscopic inspection was performed and reddish material was observed in the tip area, also the weld was correctly located around the base of the dome. The dome of the device was not returned. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The broken tip issue reported by the customer was confirmed. A manufacturing investigation was performed and it was concluded the catheter failure did not occur during its manufacturing process. The potential cause of the broken tip could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).